Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had a leak from the biopsy channel. The reported issue was uncovered during a water leakage detection test. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a foreign object in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage due to a pinhole on the bending section cover causing a loss in water tightness. This finding was due to a handling issue. Upon further inspection, it was observed that there was a foreign object in the nozzle due to insufficient cleaning or handling of the scope. Discoloration was observed on the operation part, objective lens and on the illuminating lens due to handling. Additionally, discoloration was observed on the electrical connector due to water leakage caused by water invasion. It was observed that the image had noise, shadows, and cloudiness. It was also observed that the bending angle in the up direction does not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the curved pipe was deformed due to external factors. It was also observed that the suction cylinder was scraped due to external factors. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, tip cover, switch 1, operation part, switch box, operation unit cover, up and down knob, up-down knob, right and left knob, the grip, universal cord, on the scope connector side of the universal cord, scope connector and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response to foreign matter questionnaire. The following fields are being corrected: g2 report source as "health professional" was inadvertently selected. The customer completed the foreign matter related survey. The customer confirmed the device was not cleaned, disinfected and sterilized prior to sending to olympus. The customer was unable to provide any other information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established, however, the event is likely the result of insufficient reprocessing. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the spray button. 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.